Manufacturer narrative:
The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. The customer provided a photograph of the affected product, which indicated that the upper pumping segment component had snapped in two pieces; however the exact nature and origin of the separation could not be confirmed from inspection of the photograph.

Event description:
The customer reported the line snapped at the upper pumping segment component during infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident